Event description:
Patient was explanted due to ineffective treatment. Analysis of explanted leads found no issues. No further action to be taken. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Mdt staging record (B)(4) product returned to medtronic for analysis with no paperwork - reported in medtronic database. No information regarding what precipitated the return categorized by mdt as c200 complaint and closed.